Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg. (Oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, forceps elevator, instrument channel and the air/water channel of the device. In the evaluation of oekg the following was confirmed, insertion tube kinked at 20cm from the distal end. Signs of humidity under the light guide lens. Remote switch 1 was damaged. Glue around the bending section rubber was porous and broken. Ccd cable became short. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for unspecified microbes (>50cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor getinge, using poka-yoke dlc. There was no report of infection associated with this report.